Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. Following pre-dilation with a non-bsc balloon catheter, a 2.25 x 16mm synergy drug-eluting stent was advanced however resistance was encountered. The device was removed and a part of the stent strut was found to be lifted. The procedure was completed with another 2.25 x 16mm synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Struts 4-7 from the proximal end of the stent were damaged. The remainder of the stent was undamaged. The undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. There were no issues advancing the device over 0.014" guide wire. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. Following pre-dilation with a non-bsc balloon catheter, a 2.25 x 16mm synergy¿ drug-eluting stent was advanced however resistance was encountered. The device was removed and a part of the stent strut was found to be lifted. The procedure was completed with another 2.25 x 16mm synergy¿ drug-eluting stent. No patient complications nor injuries were reported.